Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient had an MRI done. The consumer reported that they put the patient¿s ins into MRI mode and when they turned the therapy back on, the patient was feeling stimulation around/above his knee. The patient was supposed to feel stimulation in his foot. The patient programmer (pp) showed that stimulation was on. It was reviewed how to adjust programmer with the pp. The consumer initially encountered poor communication which was resolved by repositioning the pp antenna. The consumer reported that the patient was on group e at 0.80. The consumer tried groups a and c while on the call. The consumer reported that the patient was still not feeling stimulation in the foot. It was noted that the reason for the MRI was not related to the patient¿s ins or therapy. The consumer reported that they would adjust stimulation with the pp and see if they could get the stimulation in the right spot. The consumer reported that if they were unable to get stimulation in the foot then they would contact their healthcare provider (hcp). No further complications were reported.